Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A broken needle was found in the jaws of the instrument. Under microscopic inspection, the needle was broken at the swage. The needle was observed to have no witness marks on the cone edges. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering was observed on the toggle switches. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Product analysis suggests the product was used in a surgical procedure. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the surgeon had issues with the device.the needle jammed in the device. It was difficult to toggle. It was difficult to load. A new device was used to correct the issue. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The current patient status is fine.